Event description:
It was reported that a large volume infusor had a black mark on its filter. This was found before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: (the device was manufactured on september 13, 2014 - september 14, 2014). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.